Event description:
During a patient use event, the user is requesting the "no shock advised" determination given by the device. The user used a separate device to shock the patient. The patient survived.

Manufacturer narrative:
The device internal memory was analyzed but there are no patient data files that correspond with the reported date of incident. The customer is no longer willing to participate in the investigation. No further investigation is possible.